Event description:
A malfunction alarm, specifically malfunction code 12, was reported, but there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing information on how to reset the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to report back if the issue reappeared, which they acknowledged and understood.